Event description:
It was reported that after a medical procedure, a broken ortholock pin was found in the patient. It was reported that there was no delay to a surgical procedure. Attempts to obtain additional information from the user facility were made, but no additional information has been provided.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. The device will not be returned for analysis.